Event description:
It was reported the patient's therapy was abandoned/stopped due to sepsis, pneumonia and gi bleed. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Gi bleed.